Manufacturer narrative:
The na electrode lot number is y5511. The cl electrode lot number is aaa69. The calibration was acceptable. The na qc was outside of the specifications. The cl qc was acceptable. The field service representative found a clogged sipper nozzle. He cleaned the sipper nozzle, which resolved the issue. He performed tests and the results were acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 8 patient samples on a cobas pro ise analytical unit. Four of the patient samples also had discrepant cl electrode results. Patient 1: the initial na result was 153.4 mmol/l and the repeated result was 140 mmol/l. The initial cl result was 116.1 mmol/l and the repeated result was 105 mmol/l. Patient 2: the initial na result was 153.3 mmol/l and the repeated result was 137 mmol/l. The initial cl result was 115.2 mmol/l and the repeated result was 102 mmol/l. Patient 3: the initial na result was 156.7 mmol/l and the repeated result was 141 mmol/l. The initial cl result was 117.1 mmol/l and the repeated result was 104 mmol/l. Patient 4: the initial na result was 151.8 mmol/l and the repeated result was 140 mmol/l. Patient 5: the initial na result was 155.6 mmol/l and the repeated result was 142 mmol/l. The initial cl result was 116.2 mmol/l and the repeated result was 105 mmol/l. Patient 6: the initial na result was 147.9 mmol/l and the repeated result was 141 mmol/l. Patient 7: the initial na result was 145.6 mmol/l and the repeated result was 140 mmol/l. Patient 8: the initial na result was 155.2 mmol/l and the repeated result was 145 mmol/l. The samples were repeated as the initial results were questioned by the doctor. The repeated results were obtained on another module and were believed to be correct.